Event description:
According to the initial report received on 30jan2024, "patient is subject #055 in the post-market clinical follow-up study protocol of the on-x ascending aortic prosthesis (aap) retrospective study and was implanted on (B)(6) 2013 with an aap device with an unknown sn. This subject experienced one adverse event during the dates of data collection [implant to(B)(6) 2021] that were reported to the sponsor. Below is a summary of each event: (B)(6) 2013 : diagnosis of endocarditis 128 days post implant that resulted in a hospital admission from (B)(6) 2013 to (B)(6) 2014 (17 days) and a reoperation on 7jan2014 that consisted of re-do sternotomy, aortic root, hemi-arch and CABG x1. An explant of the aap device was required. It was adjudicated as: possibly valve related, possibly procedure related and not anticoagulation related. Limited information was provided as this was a retrospective study, all available information will be submitted with this report." No additional information forthcoming.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This event was previously reported and investigated under manufacturer report number: 1649833-2022-0014. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.